Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter; infusion treatment was performed at 08:40 on (B)(6) 2023, and re-puncture was required. The patient requested to use an indwelling needle for puncture to reduce the pain and discomfort caused by the puncture. The patient's skin condition was evaluated before puncture. The skin was dry, no damage, and no scars, etc., the puncture process was smooth, there was no repeated puncture action, the fixation position was good, and the infusion was smooth; when using heparin sodium solution to flush the tube before the infusion at 08:50 on october 23, it was found that there was exudate flowing out of the needle port and blood was withdrawn. Reflux, ask the patient if he feels any pain. The patient says he feels no pain, and there is no redness, swelling or pain at the puncture site. When flushing the tube again, there is still fluid flowing out of the needle tube. The indwelling needle is pulled out immediately and the indwelling needle is found to be soft. There was a crack in the pipe, and no photos could be taken to collect evidence at the time. The puncture site of the indwelling needle was replaced. The infusion was smooth that day and there were no symptoms. The puncture site of the indwelling needle was checked at 10 a.m. On october 24. There was no redness, swelling or pain. The indwelling needle was pulled out and the patient was discharged from the hospital on the same day.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
DHR/bhr review (lot #3135077): this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No actual samples and photos have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As the specific site and status of the crack cannot be identified, and the usage of the indwelling needle is unknown, the root cause of the leakage cannot be determined. H3 other text: see narrative.